Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a bubbled dso sensor seal. The tamper seal was missing. There was no evidence to review in the device's event history log. A delivery and occlusion test were performed as part of the functional test and the reported issue was duplicated. The flow rate was too high. The cause of the reported issue was unknown. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Event description:
It was reported the device exhibited a flow anomaly, result is out of tolerance. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.